Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.2. Date: (B)(6) 2011, lab: >10. Patient skipped coumadin dose on the evenings of (B)(6) 2011 and (B)(6) 2011. Patient was being taken to the hospital due to mental status changes when he had a seizure. Upon arrival at the hospital a cat scan found multiple intracranial hemorrhages. Patient's target therapeutic range is 2.5-3.0.

Manufacturer narrative:
Pending.